Manufacturer narrative:
Currently, it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 475mg/dl. It was stated that the customer had symptoms of nausea. Troubleshooting was performed. The time and date in the insulin pump were incorrect. Review the alarm history and found a no delivery alarm happened the day of the event. Ran a fixed prime and the insulin did exit. Performed a high pressure test and passed. Advised that the customer should call back upon reconnecting to the insulin pump to change the time. No further information was provided.